Event description:
During baxter's functional testing of a spectrum infusion pump, the device's keypad was found to malfunction. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "keypad malfunction" was confirmed and reproduced during evaluation. The decimal button was found to be working intermittently and caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.